Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix fully extended, and bent, and with the distal conductor distorted within is-1 connector pin, damage at implant. No further helix function tests possible.

Event description:
It was reported that the right atrial (ra) lead had dislodged during implant. After the dislodgement, the screw could not be retracted. The lead was removed and replaced. No patient complications have been reported as a result of this event.